Event description:
The tech alleged the side rail was not latching. No patient impact.

Manufacturer narrative:
The tech cleaned, lubricated and tightened the side rail latch assembly to resolve the issue.